Event description:
It was report that during use on a patient this 980 ventilator had a backup ventilation (buv) with the mix oxygen (o2) flow out of range (oor). The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.

Manufacturer narrative:
Section a patient information and section e initial reporter cannot be provided due to japanese privacy regulations. Section e. Japan medtronic personnel reported event to manufacturer on behalf of the customer. H3: device evaluation summary: medtronic conducted an investigation based upon all information received. It was report that during use on a patient this 980 ventilator had a backup ventilation (buv) with the mix oxygen (o2) flow out of range (oor). The device was available for evaluation. The service personnel (sp) inspected the ventilator and confirmed the reported issue via codes in memory. Based upon the codes, sp replaced the mix proportional solenoid (psol). The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. The cause of the event was isolated to a potential fault in mix psol. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 device evaluation summary: was updated due to analysis of the returned part. Medtronic conducted an investigation based upon all information received. It was report that during use on a patient, this 980 venti lator entered backup ventilation (buv) with a mix oxygen (o2) flow out of range (oor) diagnostic code. The device was available for evaluation. The service personnel (sp) inspected the ventilator, confirmed the reported issue in ventilator logs and replaced the mix proportional solenoid (psol) for o2. The ventilator passed all calibrations and tests per manufacturer specifications at the time of service. One mix psol was returned to medtronic for failure investigation. An external visual inspection revealed no anomalies. The psol was installed into a failure investigation test ventilator for analysis but failed the leak test. A breakdown of the psol was performed which revealed scratches and other non-physical contaminate markings on the poppet confirming the mix psol to be faulty. The cause of the event was determined to be a faulty mix psol. The event is included in a trending and monitoring plan. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated for clarity: it was report that during use on a patient, this 980 ventilator entered backup ventilation (buv) with a mix oxygen (o2) flow out of range (oor) diagnostic code. The patient was removed from the ventilator and placed on an alternate ventilator with no injury reported.